Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified right coronary artery (rca). A 2.50x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, during the procedure, the stent was dislodged. The dislodged stent was removed from the patient's body together with the guiding as a single device. No patient complications were reported and the patient¿s status was stable.